Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lead impedance has been slowly rising and is currently around 1463 ohms. There are no short v-v intervals. High voltage impedance and sensing appear to be stable. The rv (right ventricular) lead remains in use. No patient complications were reported as a result of this event.